Event description:
The patient with acute mi was placed in lab #1 for a cardiac catheterization. When procedure was going to start, the room would not work, room was rebooted 3 times and did not work any more. The patient was transferred to room #2 without complications. No adverse outcome to patient related to equipment failure. Ge was notified of the incident and equipment was repaired.